Manufacturer narrative:
The fse found a hole in the tubing through pinch valve vl61 which purges the backwash tank/sweep flow reservoir. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures.

Event description:
The customer reported a leak from an unknown location inside the coulter lh 780 hematology analyzer. The volume of the leak was approximately 400ml and the leak was not contained within the instrument. No error messages were generated by the instrument. The customer was wearing a lab coat, gloves, and goggles at the time of the event. There was no report of direct contact to the leak. No erroneous results were generated in connection with this event. A field service engineer (fse) was dispatched to the site to evaluate the analyzer.